Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood and contrast in the inflation lumen and balloon. Device analysis determined the condition of the returned device was consistent with the complaint incident. Magnified inspection identified a pinhole balloon wall over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the same side of the lesion with anterograde approach. The 100% stenosed target lesion was located in a mildly tortuous and severely calcified below the knee artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, upon the first inflation, the balloon ruptured at 10 atmospheres. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.